Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00 x 12 synergy¿ drug-eluting stent was deployed to the lesion. Upon deflation, backflow of blood was noted into the device. Balloon rupture was not noted during functional check before it entered into the patient. The procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent detached and was not returned for analysis. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions and blood was present inside the balloon chamber. The balloon could not be inflated as the damage noted at the port bond skive prevented the inflation fluid travelling to the balloon chamber under pressure. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. There was however damage noted to the port exit area where the bond appeared to be twisted. During an attempt to inflate the device during the analysis, the inflation fluid leaked through the port skive, thus confirming the damage concentrated at this location. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00 x 12 synergy drug-eluting stent was deployed to the lesion. Upon deflation, backflow of blood was noted into the device. Balloon rupture was not noted during functional check before it entered into the patient. The procedure was completed. No patient complications were reported and the patient's status was good.